Manufacturer narrative:
Patient identifier- (B)(6). Age at time of enrollment- 60 years

Event description:
Elegance study it was reported that in-stent restenosis occurred, requiring an additional device. The subject underwent treatment with the eluvia drug eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), mid sfa extending to distal sfa with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm with lesion length of 240 mm and 100 % stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, atherectomy was performed using jetstream xc atherectomy catheter, 2.1 mm x 3 mm of non-boston scientific embolization protection device was used and pre dilation was performed with 5 mm x 120 mm sterling otw pta balloon. Treatment of target lesion was performed by placement of study devices, two eluvia drug eluting stents of 6 mm x 120 mm. The final residual stenosis was noted to be 10%. On (B)(6) 2021, the subject was discharged with clopidogrel and aspirin. On (B)(6) 2022, the subject was evaluated in the office for progressive intermittent claudication in the right leg. For that the subject underwent vs ankle branchial index procedure, which revealed ankle brachial indices with the following values with respect to atrial pressure: right brachial location resting pressure was 159 mm hg, right post tibial pressure was 69 mm hg, right dorsal pedal pressure was 66 mm hg. Based on the examination, the subject was referred for peripheral angiography as abi showed possible occlusion of previously placed stent. On (B)(6) 2022, angiography was performed which revealed, chronic total occlusion of the previously placed stent in the right sfa and chronic total occlusion to the distal sfa to proximal popliteal. On (B)(6) 2022, 427 days post index procedure, chronic total occlusion noted in the right sfa, stent was treated with drug coated balloon and the proximal end of stenosis was stented with an eluvia des. At the same time, the decision was made to perform atherectomy via 2.1 jetstream devices for total of 2 passes. Following atherectomy, angiography revealed that the flow through the distal occluded stent had significantly improved. On the same day distal sfa/proximal popliteal stenosis and recanalized stent were treated with balloon angioplasty. Aspirin 81 mg once a day and plavix 75 mg twice a day were recommended to the subject. On (B)(6) 2022, the event was considered resolved.

Manufacturer narrative:
A2: age at time of enrollment- 60 years.

Event description:
It was reported that in-stent restenosis occurred, requiring an additional device. The subject underwent treatment with the eluvia drug eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), mid sfa extending to distal sfa with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm with lesion length of 240 mm and 100 % stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, atherectomy was performed using jetstream xc atherectomy catheter, 2.1 mm x 3 mm of non-boston scientific embolization protection device was used and pre dilation was performed with 5 mm x 120 mm sterling otw pta balloon. Treatment of target lesion was performed by placement of study devices, two eluvia drug eluting stents of 6 mm x 120 mm. The final residual stenosis was noted to be 10%. On (B)(6) 2021, the subject was discharged with clopidogrel and aspirin. On (B)(6) 2022, the subject was evaluated in the office for progressive intermittent claudication in the right leg. For that the subject underwent vs ankle branchial index procedure, which revealed ankle brachial indices with the following values with respect to atrial pressure: right brachial location resting pressure was 159 mm hg, right post tibial pressure was 69 mm hg, right dorsal pedal pressure was 66 mm hg. Based on the examination, the subject was referred for peripheral angiography as abi showed possible occlusion of previously placed stent. On 19-aug-2022, angiography was performed which revealed, chronic total occlusion of the previously placed stent in the right sfa and chronic total occlusion to the distal sfa to proximal popliteal. On (B)(6) 2022, 427 days post index procedure, chronic total occlusion noted in the right sfa, stent was treated with drug coated balloon and the proximal end of stenosis was stented with an eluvia des. At the same time, the decision was made to perform atherectomy via 2.1 jetstream devices for total of 2 passes. Following atherectomy, angiography revealed that the flow through the distal occluded stent had significantly improved. On the same day distal sfa/proximal popliteal stenosis and recanalized stent were treated with balloon angioplasty. Aspirin 81 mg once a day and plavix 75 mg twice a day were recommended to the subject. On (B)(6) 2022, the event was considered resolved. It was further reported that the adverse events of claudication and restenosis were not caused by the two eluvia drug eluting stents of 6 mm x 120 mm.